Manufacturer narrative:
The catheter was reported to have been discarded at the site. Attempts to gather additional information have been made, however, the attempts have been unsuccessful. Since the device was not returned for analysis our investigation was limited and a definitive cause could not be concluded. Per the marathon flow directed micro catheter IFU: ¿warning: verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damaged or unintended embolization.¿ the lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during cerebral arteriovenous malformation embolization procedure, while delivering the microcatheter with a competitor guidewire, the guidewire did not exit the catheter tip but appeared to have perforated the distal segment( about 2cm from the catheter tip). This was identified through angiographic image. A new catheter was used to continue the procedure. The anatomy was slightly severe in tortuosity and small in diameter. The patient was not reported to have been injured and no additional medical treatment was required. The devices were discarded at the site as they were used in a patient with a transmittable disease.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.